Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Orif of distal lateral femur (right side). Axsos distal femoral plate was originally put in on (B)(6) 2016 and broke. It was replaced with a competitor product.

Manufacturer narrative:
The reported incident that a ¿distal lateral femur plate axsos 3 ti for right femur 14 hole / l310mm¿ broke after surgery (s-12 / implant breakage after surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The plate was received broken in 2 pieces. A visual inspection revealed that the surface of both pieces is scratched, most likely caused during implantation and/or explantation. The broken surfaces, on both pieces, are mainly smooth but polished in some parts, most likely due to a continuous friction. Such a pattern is consistent with fatigue fracture, which can occur under repeated or fluctuating stresses. Fatigue fractures begin as a microscopic crack or cracks that grow as force is applied repeatedly to a part. An initial x-ray was not communicated, therefore it cannot be concluded whether the primary surgery was done correctly or not. Also, no further information regarding the patient and his immobilization were communicated. No screws were broken - only the plate was broken. It was also reported that the plate was implanted in (B)(6) and was removed in (B)(6), due to breakage. The amount of time passed (4 months) indicates a delayed union. Usually a delayed union is present when an adequate period of time has passed since the initial injury, without achieving bone union. The main reasons for a delayed union are an inadequate reduction, inadequate immobilization, distraction, loss of blood supply, and infection. Please keep in mind, what is mentioned in the IFU ¿v15013¿: that the plates ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.¿ also, ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. It is also common that adverse results may be clinically related rather than device related. Such a case would be obesity. As specified in the IFU ¿v15013¿, ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician.¿ particularly, ¿an overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself.¿ moreover, ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ however, no information were provided related to the patient, and it cannot be confirmed whether the implant broke due to that. Based on investigation, the root cause was attributed to a patient related issue. All the statements, in combination with the fractured surface, which is consistent with fatigue fracture, indicate that the breakage was a result of an overload due to a delayed union in an unstable fracture. If the patient did not follow properly the immobilization instructions of the surgeon, it is quite possible that the fracture was not able to heal and this led to the reported breakage of the plate. Apparently, the fracture was not sufficiently healed for the weight bearing which was subjected to. Since the bone was not prepared to support such forces, they were all transmitted to the plate, which, eventually, broke. A review of the device history for the reported lot of the ¿distal lateral femur plate axsos 3 ti for right femur 14 hole / l310mm¿ did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Orif of distal lateral femur (right side). Axsos distal femoral plate was originally put in on (B)(6) 2016 and broke. It was replaced with a competitor product. Sales rep clarified that the three broken screws which were returned were broken while implanted. Sales rep clarified that the remove product was replaced with stryker product, not competitor product. In addition, sales rep clarified returned product: the variax screws were likely used as independent lag screws.